Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in clinic for an unrelated procedure. During the procedure, the pocket was found to be infected. Whole system was explanted. The patient was fine before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.